Event description:
It was reported that the ilet battery unexpectedly depleted from approximately 70% to 9% overnight, and the user placed the device on a charging pad and continued use without interruption. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and no impact to therapy beyond the need to recharge. Investigation included user interview and device monitoring by the user; data synchronization and engineering log review were not performed at the time of the report. Investigation of this case revealed insufficient evidence to confirm a device malfunction, with the event characterized as unexpected battery depletion without alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable diagnostic data.